Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with guidance from technical support to reset the pump, which resolved the issue. Instructions were given to contact support again if the malfunction recurred, and the customer confirmed understanding.